Event description:
Pt presented with complaints of right knee pain. She had undergone a total knee replacement by another physician at another facility. She stated that she experienced persistent pain followng the surgery. The pt was able to ambulate approx two blocks prior to her knee replacement and reported that followng the surgery she was able to ambulate only at home due to pain. She denied any history of trauma following the knee surgery. During surgery, it was noted by the surgeon that the tib12199301996 residual loose cement left medially and the tibial component appeared to be slightly over-sized hanging over medially. It also appeared to be subsided. All knee components were removed and replaced. The knee did not appear grossly infected. A frozen section and intraoperative cultures were obtained which revealed no evidence of infection. Add'l device # 7125-007-95h1351 (tibial).